Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose level and infusion set bending and not adhering. It was explained to customer the proper preparation process and insertion techniques. Customer's blood glucose level at the time of the incident was 700 mg/dl which was treated. The customer stated the high reading was due to using the wrong type of insulin. Customer declined troubleshooting for the high blood glucose. The infusion set will be replaced. The product is not expected to return.